Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 the failure analysis and testing dept. Received part number 0104-00-0014 with a reported unit failure of the balloon unable to inflate. The fat performed a visual inspection and found the part to be in good condition. Part was returned without the full helium manifold assembly. Fat is unable to test this part. Failure cannot be confirmed.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) equipment failed to inflate and prompted a timely replacement of the equipment. There was no patient involvement.